Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the night a patient currently in the cardiothoracic intensive care unit (cticu) had a intra-aortic balloon (iab) placed in the operating room (or) via a sheath. When pumping initiated the or staff reported pump not purging or ballooning. The staff changed to another intra-aortic balloon pump (iabp) console immediately and pumping was initiated without difficulties; she does not know the exact alarm messages that appeared. The patient has been in this unit through the night and is on the second console with no issues. She said the console in question was brought to their unit to be checked. She said the perfusionist quickly checked the pump this morning and could not find anything wrong with the console. I requested the console be sent to the biomed department to be checked. She has no further questions as the patient is stable on the iabp at this time. The was no death or injury to the patient noted. The delay / interruption in therapy is unknown. Additional information received on june (B)(6) 2013 per the clinical support specialist (css) who was on site (B)(6) 2013 at the hospital stated that the pump (40428w) in question was sent to biomed and found to have the water condensation bottle overflowing and the alarm generated was the drain failure alarm, not purge failure. The bottle was emptied. The pump was checked by biomed and no further issues were found. The pump was returned to service.